Event description:
It was reported that during a total proctocolectomy procedure, after the device was fired, the staple line held stool for about ten minutes. Intraoperatively the staple line began to dehisce and stool began to leak from the bowel. Another device and new reload were used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.